Manufacturer narrative:
Device history lot review: there was nothing relative to the complaint. This lot met the specifications outlined for release. Sample analysis: no sample was returned. Conclusion: there is no evidence of any manufacturing issues that would result in a tip detachment. This is likely an isolated incident. We are unable to confirm since no sample was received. (B)(4). All available information has been provided. This complaint has now been closed.

Event description:
A report has been received of an incident that occurred in france. During surgery, the tip detached from the handle before the end of the surgery. And during the surgery, there was a time with no light at all. There is no available information on the status of the patient therefore we assume no patient injury.